Event description:
Emt's responded to a person described as in full cardiac arrest. According to the rptr, the event cassette tape review displayed several "connect electrode" messages that prevented analysis. An als unit with a manual defibrillator arrived and took over the scene. The pt was not resuscitated. The rptr indicated the reported malfunction did not cause or contribute to the death of the pt. The rptr based their opinion on the attending paramedic's assessment of the pt's viability and the immediate availability and use of a back up defibrillator/monitor.